Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient was presented to the emergency room due to syncope. Upon interrogating, the device intermittent capture was noted and eventually loss of capture. The patient had a heart rate of 35. An increase in pacing thresholds was noted on the right ventricular lead. The amplitudes were reprogrammed and the patient was scheduled to return to the clinic in a month to assess the right ventricular lead. At this time, the system remains implanted.